Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. A follow-up report will be submitted when the investigation results are available. The customer service engineer (cse) reviewed the savelogs and found that the user was attempting to rotate the image plane while the system was either in cine or the image was frozen. This action is allowed only during live scanning. Preliminary result indicated that this was a case of user error, not a system failure.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, it was observed that the transducer intermittently will not rotate the image angle. The user removed the transducer from the patient and used another similar device to continue and complete the procedure. There was no loss of data and there was no report of delay in completing the procedure. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, there was no physical damage found on the articulation sleeve. There was also no articulation bending problem. The likely cause of this failure is that the smart button electrical was open because of contaminant beneath plate spring which is related to manufacturing process variance. The system error or image problem was not observed, but the smart button #1 did not work when button was pushed intermittently. The inter-connectivity test failed because of button#1 net malfunction and the leakage test passed at full level. The log files were reviewed and it was determined that the user was attempting to rotate the image plane while the system was either in cine or the image was frozen. This action is not allowed - only during live scanning and thus, this was a case of user error, not a system failure. However, it was confirmed that this was preliminary investigation by log file review and that the actual transducer failure would not have showed up in the log files. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.